Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Investigation found the broken pin was due to fractured solder joints. This device was archived by stryker and the customer received a replacement device.

Event description:
He customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device had a broken battery pin. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
He customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device had a broken battery pin. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.